Manufacturer narrative:
(B)(4). Date sent: 02/01/2016. (B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and the tissue pad. The blade was found cracked at the discolored area. Also the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of an alert screen is blade damage. The device will stop activating and display an alert screen, when the blade becomes damaged. The blade broke off during the analysis. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hepatic lobectomy procedure, the device were changed once they presented defect in the beginning of the surgery. Initially, the handpiece and the generator were replaced, but only after the replacement of the device, the problem was solved. During the surgery, the device stopped working and was replaced by another like device to complete the procedure. There were no adverse consequences for the patient.